Event description:
The user facility's biomedical engineer reported that during preventative maintenance (pm) of the device, the flow probe would not read flow but once the system rebooted, it worked normally. There was no patient involvement.

Manufacturer narrative:
The fsr could not duplicate the reported complaint. The flow sensor was replaced as precaution. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The sensor recognized flow and the rates shown were consistent and steady. The sensor operated as intended.